Event description:
I purchased a box of equate flexible fabric antibacterial bandages, upc code: 6 81131 00683 5, and applied one to a wound on my shoulder. Within 2 hours I noticed an increasingly painful burning sensation at the wound site, but I assumed the problem was my injury. 4 hours later the site was very painful, so I removed the bandage and found a severe, blistering rash in the exact shape as the bandage. I checked the box and discovered that the bandages are medicated with 0.8% benzalkonium chloride, which is a notorious skin irritant that is banned in europe. I stopped using the product and applied aloe to the location. I have continued this treatment for three days and the rash is finally starting to improve. This dangerous product ought to be banned in the united states as well. Bandage injury.